Event description:
It was reported to cts that patient was referred for replacement for an unknown reason. It was later found that the patient had a full revision performed due to a lead discontinuity. The explanted devices have not been received to date. No additional relevant information has been received to date.